Event description:
It was reported that it was discovered during surgery that the tip of the screwdriver to be used was broken. Because of this discovery, the device was not used on the patient. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has not yet been received and the evaluation and investigation is contingent on the device being returned. Currently, no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device returned to manufacturer on 10/18/2013.

Manufacturer narrative:
Manufacturing evaluation was conducted. The report indicates that due to the breakage the complaint relevant dimensions cannot be checked to post-manufacturing dimensions anymore. The hardness was checked and found to meet the specifications. The DHR review shows that the correct material and hardening procedures were used. The broken surfaces are homogenous what indicates material conformity as well. A manufacturing conclusion cannot be presented due to the condition/missing portion of the product. Visually there does not appear to be an issue other than the damage sustained by mechanical overloading. This complaint is deemed indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Product development evaluation was conducted. The report indicates that one cannulated stardrive scrwdrvr shaft for 3.0mm hcs t8 (part#03.226.004, lot#2218023) was received for evaluation with complaint category "broke". The returned screwdriver shaft (lot#2218023) was manufactured in january 2007 and is approximately 7 years old. On the returned device, the distal tip has fractured at an angle (approximately 45 degrees). The ø1.18mm shaft cannulation is necessary to provide precise screw placement via a ø1.1mm guide wire. The t8 stardrive geometry at the tip is necessary to engage the t8 stardrive recess in 2.4mm and 3.0mm self-drilling, self-tapping cannulated headless compression screws. The screwdriver shaft is made from x15tn stainless steel, a commonly used high strength, corrosion resistant material common in instrument applications. There are 27 complaints for part#03.226.004 with complaint category "broke" and ¿broke during insertion/removal¿ in the entire us complaint history. The screwdriver shaft is made from x15tn stainless steel, a commonly used high strength, corrosion resistant material common in instrument applications. The design is adequate for its intended use. Therefore, this complaint is deemed invalid from a design perspective.